Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.